Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning for analysis, as it is being retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5x12mm nc trek balloon dilatation catheter (bdc) failed to deflate. An unspecified sheath was advanced and used to remove the bdc. There was a clinically significant delay. No additional information was provided.